Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to high blood 472 mg/dl, treated with the insulin drip. Customer was felt dehydrated, wasn't feeling well, and hand and shoulder ached. Customer was diagnosed with mild diabetic ketoacidosis. Customer blood glucose lowered to 96 mg/dl went back on the device and it went back up to 400 mg/dl. Doctor recommended the customer to remove the device. The site had blood and cannula was bent. Customer did a set change and blood glucose still did not go down it went up to 439 mg/dl after administering two 8 unit bolus. Customer was advised to disconnect from the device. The drive support disk was normal. No air bubbles or leaks. Customer did a manual prime in the air and insulin did not leak. Device passed high pressure test. No further information reported.